Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a dell handheld computer battery would not hold a charge. The handheld computer has been requested but has not been returned.